Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The pump was returned for analysis. The failure was reproducible. The root cause of the purge leak - pump was due to a damaged sidearm reservoir.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 67-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There was leaking from purge side arm on impella 5.5. There were no visible cracks, and the purge flow and purge pressure were within range. The patient is stable and no patient harm was reported.